Event description:
A low reading issue was reported with the adc device compared to a competitor brand meter. The customer felt dizzy, dehydrated, and was taken to the hospital. A blood glucose result of 25.5 mmol/l was obtained on an hcp meter and customer was treated with IV insulin for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.